Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this programmer was thoroughly inspected and analyzed. The programmer was opened and the internal components were inspected. One of the components (the input/output printed circuit board) was found to be damaged. That part was replaced and; subsequently, the programmer operated as expected.

Event description:
Boston scientific received information that during a software update this programmer turned off and noise was heard. A burning smell emitted and it was not possible to restart the programmer. The programmer was sent back for analysis.

Event description:
--

Manufacturer narrative:
Upon detailed analysis this investigation will be updated.

Manufacturer narrative:
--